Event description:
It was reported that patient underwent an initial total hip arthroplasty in 1997. Subsequently a revision procedure was performed on (B)(6) 2015 due to wear of the polyethylene acetabular liner. The acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿wear and or deformation of articulating surfaces.¿